Event description:
It was reported that: during a case, the user noted that the device started to draw a negative pressure and that the reservoir bag was being depleted. The user had the device set to deliver six liters of oxygen and then added six to seven liters of air with the same occurrence noted. The patient was ventilated with an alternate ventilation device. The user cycled power to the device, the machine came up functional, and the user attempted mechanical ventilation; however, the same occurrence was noted. The anesthesia machine was replaced. No patient injury.